Manufacturer narrative:
E1: initial reporter phone: (B)(6). It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Faradise pf114 subject ID: (B)(6). It was reported that an atrial flutter occurred. It was reported that a farawave pulsed field ablation catheter (pfa) was selected for use for a pfa procedure. On (B)(6) 2024, the patient experienced atrial flutter related to a worsening of a pre-existing condition. Transesophageal echocardiography was used as a diagnostic test on the same day. Electric cardioversion was performed on (B)(6) 2024, and the event was resolved on the same day. The catheter is not expected to return for analysis.